Event description:
It was reported the customer's numbers were ramping on their insulin pump. Customer could not recall any significant events leading to their keypad issues. The customer's blood glucose was 135 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. No ramping numbers anomaly noted. Inspected connector on lcd and no unlock keypad connector. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.